Manufacturer narrative:
(B)(4).

Event description:
The pro-kinetic energy stent could not pass the lesion and dislodged from the balloon during withdrawal. Therefore another stent was used to adapt the dislodged stent against the vessel wall.

Manufacturer narrative:
(B)(6) 2018 - corrected the closing information: analysis and codes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded and does not show any signs of inflation. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
It was intended to treat a calcified lesion in a tortuous part of the proximal lad. The technical investigation of the returned device revealed that at the proximal end of the stent several struts are severely bent outwards. Stent imprints are visible on the exposed balloon surface, indicating that the entire stent was initially crimped correctly at the intended position. Review of the manufacturing history of the production lot did not reveal any nonconformity considered being relevant in light of the complaint. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be identified.